Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. On the same day as onset, the patient was treated with cefazolin (intraperitoneally (ip), dose and frequency not reported) and ceftazidime (ip, dose and frequency not reported) for peritonitis. Two days after hospital admission, the patient's catheter was removed, automated peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. On the same day, the patient discontinued ip treatment of cefazolin and ceftazidime and continued with treatment of cefazolin (intravenous, dose, frequency, and duration not reported) and ceftazidime (intravenous, dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, cefazolin and ceftazidime therapies were ongoing and the patient had not recovered from the event. No information was available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter transfer set.  The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).